Event description:
It was reported that the patient had norepinephrine (levophed) infusing on channel b and dexmedetomidine (precedex) infusing on channel a. When the nurse walked by the room, the nurse saw red lights blinking on the pump but no alarm. Upon inspection, it was noted that neither medication were not infusing and the pump had a channel error. Channel c and d buttons were unresponsive when the nurse attempted to power on the pump. Channels a and b were disconnected and upon reconnection obtained "channel error 13-1033-149". The event occurred in the intensive care unit (ICU). There was no consequences or impact to the patient.

Manufacturer narrative:
Sample inspection: pump module s/n (B)(6): no instrument seal was observed on the device. Both iui connector contact pins were found to be dull. Debris and corrosion was also observed. Front door / case was observed as a non-bd part. All other possible replacement parts were observed to be bd parts. Bezel: may 2018 iui date codes: male ¿ 05-16 ¿ female 04/12. Log analysis results: review of the pcu event logs identified two channel disconnect events occurring on (B)(6) 2020 at 8:53:27 pm and 8:54:29 pm, suspected to be associated to the reported incident(s). The 2 pump module devices exhibited a channel disconnect / communication loss error during a dexmedetomidine (pump module s/n (B)(6)) and norepinephrine (pump module s/n (B)(6)) infusion as reported by the customer on (B)(6) 2020 at 8:54:27, instead of 10:00 pm as was reported. The device event logs for pump modules s/n: (B)(6) were overwritten. The error logs for pump modules s/n: (B)(6) identified the channel error 13-1033-149 as a soft fault error, occurring on (B)(6) 2020. Software engineering review: results from software engineering review of the logs for the reported channel error 13-1033-149 noted the following observations. ¿ when the iucslave state machine is the st_poll_timeout_purge state (also called st_ignore_packet), normally there should be no ev_poll_timeout event because the polling timer is not active. ¿ in a special case: pcu has a unit detect problem, ev_poll_timeout event is masked and processed later, which could cause the state machine to enter the st_poll_timeout_purge state, and the polling timer not refreshed. The polling timer will expire triggering ev_poll_timeout event in the st_poll_timeout_purge state. ¿ this very low probability situation may have most likely on the module power on since that is when unit detection is busiest. It would stop infusion if during the infusion. It should be fixed in software by ignoring the ev_poll_timeout event in the st_poll_timeout_purge state. ¿ this issue is not unique to lvp since class iucslave is for all modules. However, some modules may have less probability to happen due to the slight difference in timing. ¿ in layman¿s terms, the error condition was the result of an intermittent communication failure between the pcu and the attached modules. This error condition appears to be an isolated event issue. Test results: results from a channel disconnect alarm test confirmed the system will produce an audible alarm in this state and will continue to infuse as intended during a channel disconnect/ communication loss. Results from the iui test method (dir 10000360047) performed on the customer returned devices did not result in any channel disconnections while performing ambulation testing when devices were connected to the left side pcu female iui. Physical agitation was also performed on the suspect/affected devices with no alarms or anomalies observed. The reported error 13-1033-149 was observed in the pump module s/n: (B)(6) error logs. Testing was performed 5 times by inducing 2 channel disconnects, then switching from a/c to battery power, and then removing and re-adding pump modules on to the pcu and observed as the sequence of events. The channel error reported was not replicated and no errors were observed. It was stated by the customer that pump modules (channel c s/n: (B)(6)) buttons were unresponsive when powering up the system. Keypad test results showed the device(s) keypads passing and responding to key presses as intended when not in an error state. Test methods: 1503-001-016-r (00) iui test method. A review of the device history record showed the device had a manufacture date of 04/25/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the s/n (B)(6) which confirmed there were no similar complaints with the same or related failure mode for this customer. The probable root cause of the customer¿s complaint of red lights blinking with no alarm on pump modules during a norepinephrine (levophed) and dexmedetomidine (precedex) infusion is believed to be the result of a channel disconnect communication loss. In this error state, the devices will continue to infuse with audible alarm indicators blinking red and the pump modules will display communication error. The root cause of the channel disconnect is believed to be attributed to damage / corrosion observed on the pump modules right male iui. The root cause of the ¿channel error 13-1033-149¿ was identified as the result of an intermittent communication failure between the pcu and attached modules which appears to be an isolated event issue. The root cause of the customer¿s complaint that pump modules (channel c and d) buttons were unresponsive when powering up the system was not determined. However, testing via asm showed the device(s) keypads passing and responding to key presses as intended the reported complaint of red lights blinking on channel a dexmedetomidine (precedex) and channel b norepinephrine (levophed) was confirmed as a result of a channel disconnect/ communication loss error. Testing demonstrated the pumps alarming with an audible alarm and infusing in this state. The reported pump modules channel c and d buttons being unresponsive when powering up the system was not confirmed during keypad testing. ¿ a review of the pcu event log identified the system alarmed for a channel disconnect/ communication loss twice (8:53:27 pm / 8:54:29 pm) on (B)(6) 2020. ¿ test results from the iui test method performed on the returned system did not replicate the channel disconnect as identified in the logs. ¿ channel disconnect events are difficult to replicate because of the inherent wiping action that takes place on the contacts when connecting and disconnecting the modules can remove the contamination on the contacts that may have caused the failure. ¿ keypad testing through asm (version 12.1.0) show the device(s) keypads passing and responding to key presses as intended. The reported complaint of channel error 13-1033-149 was confirmed in the pump module event logs. ¿ results from a review by software engineering identified the error as a software anomaly for pump modules. The devices were being used for treatment.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the patient had norepinephrine (levophed) infusing on channel b and dexmedetomidine (precedex) infusing on channel a. When the nurse walked by the room, the nurse saw red lights blinking on the pump but no alarm. Upon inspection, it was noted that neither medication were not infusing and the pump had a channel error. Channel c and d buttons were unresponsive when the nurse attempted to power on the pump. Channels a and b were disconnected and upon reconnection obtained "channel error 13-1033-149". The event occurred in the intensive care unit (ICU). There was no consequences or impact to the patient.